Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that the patient experienced abdominal pain and recurrent hernia. It was reported that patient underwent excision surgery on (B)(4) 2016 . No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following the procedure the patient experienced pain in the left groin, mesh with foreign body giant cell reaction, and nerve tissue and traumatic neuroma. No additional information was provided.